Event description:
It was reported that during use on the patient, the cardiosave intra-aortic balloon pump (iabp) was found to have patient fluid inside the safety disk. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found blood in the pump. The fse resolved the issue by replacing the pneumatic module assembly (0997-00-1178), and then performed functional and safety checks to meet factory specifications. Moreover, the fse replaced the primary 9v battery alkaline (0146-00-0146) at scheduled one year preventative maintenance (pm) interval. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).